Event description:
The company was informed that the patient's device was explanted due to device extrusion resulting from a bed sore. The patient is currently being treated with oral antibiotic (type unknown) and for wound care. There are no plans to reimplant this patient.